Event description:
It was reported that the insulin pump died when the customer changed the battery. Also, when he pressed the b button, the screen that comes up is not correct. He inserted another battery but received a failed battery test alarm. The customer did not know his blood glucose level at the time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.